Manufacturer narrative:
Additional products: heartware ventricular assist system ¿ battery: model #: 1650 / catalog #: 1650 / expiration date: 31-jul-2019 / serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no, mfg date: 24-jul-2018, labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery: model #: 1650 / catalog #: 1650 / expiration date: 30-jun-2022 / serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no, mfg date: 12-jun-2021, labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery: model #: 1650 / catalog #: 1650 / expiration date: 31-jan-2021 / serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no, mfg date: 08-jan-2020, labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery: model #: 1650 / catalog #: 1650 / expiration date: 30-jun-2022 / serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no, mfg date: 12-jun-2021, labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ controller 2.0, model #: 1420 / catalog #: 1420 / expiration date: 30-nov-2021 / serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no, mfg date: 30-nov-2020, labeled for single use: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the batteries exhibited a no power alarm during a routine power exchanged. Review of log files revealed that a low flow alarm and a loss of power on the controller associated with a ventricular assist device (vad) stop occurred. The vad, and controller remains in use and the batteries were replaced. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the batteries exhibited power switching.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding further event details and product return. Additional products: d1: heartware ventricular assist system ¿ battery d4: serial#: (B)(6), d9: yes, return date: 29-mar-2022, h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes additional products: d1: heartware ventricular assist system ¿ battery d4: serial#: (B)(6), d9: yes, return date: 29-mar-2022, h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the pump, one (1) controller, and two (2) batteries were not returned for evaluation. Two (2) batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the batteries passed visual inspection. Functional testing of (B)(6) revealed abnormalities relating to the relative state of charge (rsoc); the battery was not estimating the capacity accurately. Of note, it was observed during functional testing that the battery had above 500 charge and discharge cycles. This is an additional finding not related to the reported event, likely due to the battery reaching the end of its useful life. The most likely root cause of the abnormal relative state of charge (rsoc) can be attributed to estimation error. Functional testing of (B)(6) revealed that the battery was unable to charge or provide power due to an enabled zero-volt charge (zvchg) field-effect transistor (fet). The gas gauge is not programmed to use the zvchg fet, which indicates that the battery unintentionally enabled the fet. The zvchg fet disables the charge and discharge fets, rendering the battery inoperable. Review of the alarm file revealed a low flow alarm was logged on (B)(6) 2022. Based on the available information, the device may have caused or contributed to the reported low flow event. Log file analysis also revealed two (2) controller power up events on (B)(6) 2022 at 18:10:47 and 23:34:13. The data point prior to the first loss of power revealed that (B)(6) was connected to power port one (1) with 61% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 24% rsoc. The data point recorded after the first loss of power revealed that no power source was connected to power port one (1) and (B)(6) was connected to power port two (2). The data point prior to the second loss of power revealed that (B)(6) was connected to power port one (1) with 97% relative state of charge (rsoc) and bat938173 was connected to power port two (2) with 41% rsoc. The data point recorded after the second loss of power revealed that (B)(6) was connected to power port one (1) and bat803317 was connected to power port two (2). The controller was without power for 28 seconds and 11 seconds respectively. No anomalies were observed leading up to the losses of power. Additionally, analysis of data logs did not reveal any power switching events. Review of the controller log files revealed no power disconnect alarms were logged within the analyzed period; however, if a battery with an enabled zvchg fet is connected to a controller, it will not be recognized by the controller resulting in a low priority power disconnect alarm being triggered. As a result, the reported power switching events could not be confirmed. The reported ¿no power alarm¿/power disconnect alarm could not be confirmed on batteries bat853510, bat938173, bat755454. The reported controller loss of power, low flow alarm and ¿no power alarm¿/power disconnect alarm involving bat937531 were confirmed. Possible causes of the reported power disconnect alarm event can be attributed, but not limited, to a battery malfunction. Based on an investigation conducted under CAPA pr00519785, the most likely root cause of the enabled zvchg fet event has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. A possible root cause of the losses of power can be attributed to a disconnection of both power sources, a power source malfunction and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Additional products: d4: serial or lot#: (B)(6) h3: yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): cxx h6: FDA conclusion code(s): dxx d4: serial or lot#: (B)(6) h3: yes h6: img code(s): g02013 h6: FDA method code(s): b01, b15 h6: FDA results code(s): cxx h6: FDA conclusion code(s): dxx d4: serial or lot#: (B)(6) h6: FDA method code(s): b15, b17 h6: FDA results code(s): cxx h6: FDA conclusion code(s): dxx d4: serial or lot#: (B)(6) h6: FDA method code(s): b15, b17 h6: FDA results code(s): cxx h6: FDA conclusion code(s): dxx d4: serial or lot#: (B)(6) h6: FDA method code(s): b15, b17 h6: FDA results code(s): cxx h6: FDA conclusion code(s): dxx investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.